Event description:
It was reported during initial implant procedure, the right ventricular (rv) lead became entangled and stuck in myocardial tissue. The rv lead was capped, and a new rv lead was implanted in the same procedure. The patient was stable.